Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing on multiple occasions. The user's blood glucose level ranged from no impact to 241 mg/dl. Reportedly, the user was also sick. The user addressed bg level with a bolus via the pump. The user changed the infusion set for the past event and primed the tubing to remove air bubbles for the most recent event.